Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what was defective with the device? Was there any issue reported with the packaging? The analysis results found that the iris seal of the hap02 device was torn. The iris seal exhibited five tears. The initiation site for the tears was adjacent to the inner upper seal ring and propagated to the lower ring. No functional testing could be performed due to the condition of the returned device. Although the iris seal is torn, the opening and closing mechanism could be tested and it functioned as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bowel resection procedure, the device was found defective when nurse opened it from the package. Procedure completed with same/like device. There was no adverse consequence to the patient.